Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: confirmed that image abnormality was reproduced by stress such as bending the subject area. The cable, one of the internal elements, bends towards bent direction at angulation. Therefore, presumed that the area of the pulled cable was broken and had short circuit at angulation which led to the image abnormality. Though we could not specify why the cable was pulled, it may have occurred by temporary misalign from external stress by a trocar, etc. And excessive bending/twisting universal cord, video cable, and video connector, or the like. The event can be detected/prevented by following the instructions for use: ltf-s190-5/10 IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited image abnormality (abnormal color tone at angulation). There was no patient involvement.